Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness and near syncope, and telemetry showed "intermittent pauses in pacing." It was reported that the right ventricular (rv) lead exhibited a recent rise in threshold, unstable thresholds and intermittent capture. It was also reported that the lead exhibited decreasing impedance and low impedance in addition to oversensing and noise which resulted in inappropriate pacing inhibition. It was noted that the rv lead had a potential insulation failure as well. The lead was reprogrammed and the system later replaced by a leadless pacemaker. No further patient complications have been reported as a result of this event.